Event description:
In 01/2002 the end-user called minimed, USA and stated that the cannula housing became detached from the tape. In 02/2002 maersk medical received the complaint and 1 used infusion sets.